Event description:
Npb received info which suggests that a ventilator stopped working while on a pt. The customer confirmed that there was no pt harm. The customer was not able to provide specific details of the incident or pt diagnosis.